Event description:
Twenty information was received from a patient who was implanted with a neurostimulator. It was reported that there was a loss of therapy. The patient had pain in their right hip starting in 2016 and wanted to meet with a manufacturer representative. The patient had 4 pain blocks in the past 12 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.